Event description:
It was reported that this right ventricular (rv) lead was repositioned. Additional information from the field representative provided the rv lead had dislodged shortly after implant and there was no longer capture. After the lead was repositioned, there was good capture. The procedure was completed. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.